Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative was instructed to invalidate home on the imaging system to resolve the issue. An additional medtronic representative then came to the site to perform a system checkout. The imaging system then passed the system checkout and was found to be fully functional. No parts were replaced, therefore no parts were returned for analysis.

Event description:
A site representative reported that, while outside of a procedure, an audible noise was heard from the imaging system when performing calibrations. The system stopped the calibration process after hearing the noise, and the site representative was unable to perform a calibration when trying again. No additional information was provided. There was no patient present when this issue was identified.

Manufacturer narrative:
The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided. The probable cause is suspected to be a hardware issue but cannot be confirmed with the information provided.